Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. The patient began treatment for the event with unspecified antibiotics (date unspecified, doses, frequencies, and routes were not reported). It was reported that the peritonitis ¿cleared up by the next evening¿. One day after being admitted to the hospital the patient was discharged. No additional information is available.